Event description:
The rod of the intraoral distractor broke two days post op. The rptr noted that a revision surgery took place. No adverse consequences to the pt or surgical delays were reported.

Manufacturer narrative:
Summary of evaluation: evaluation results received indicate that this evetn would not be associated with the device, but rather would be related to user technique.